Event description:
It was reported that the insulin pump had physical damage. Customer stated the case was broken at the reservoir compartment by the connections. No further information provided.

Manufacturer narrative:
Unit received no button response due to corroded keypad traces. Insulin pump received with minor scratched display window. Unit received cracked case display window corner. Insulin pump received with cracked reservoir tube lip. Unit received with cracked belt clip slot. (B)(4).